Event description:
It was reported that valve leaks in the cuff tube. Leakage occurred when the cuff pressure gauge was disconnected, though cuffs themselves seemed fine. Several patients needed frequent tube changes for this reason. Retained cannulas showed no leakage overnight. A 5¿10 cm h2o pressure drop when connected to the gauge is a known issue. Some ward staff kept the gauge connected continuously. There was patient involvement.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Manufacturer narrative:
Corrected: g1 - contact office establishment name.no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.